Event description:
Elective explant.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Contralateral elective explant was reported as the reason for explantation.

Event description:
Alleged deflation.